Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had her scs ipg replaced due to the ipg being inoperable as it would not communicate with external devices. Reportedly, the patient had not used or charged her scs ipg in approximately two years. Stimulation therapy was restored postoperative.